Event description:
It was reported that removal difficulty, stent damaged and shaft break occurred. The significant stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Post balloon modification, a 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation, the stent dog-boned and was not expanded optimally at the site of the calcific plaque. The balloon was deflated and attempted to be removed but it became stuck with the stent and was unable to be retrieved. Considerable force was applied which resulted in the stent catheter fractured at the mid shaft and damaged the stent. The proximal stent catheter was removed but the distal shaft and balloon remained in the vessel. Attempted to remove the device with the use of a goose-neck snare but was unsuccessful. The physician successfully removed the distal shaft and balloon by using multiple wires and a trapping balloon and removing the guide catheter. Another guide catheter was used to engage the vessel, and the rca was re-wired through the stent. The synergy was damaged from the forceful removal of the balloon, the stent was ballooned, and another stent was implanted to complete the procedure. There was no patient complications reported, the patient was fine and recovered.

Event description:
It was reported that removal difficulty, stent damaged and shaft break occurred. The significant stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Post balloon modification, a 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation, the stent dog-boned and was not expanded optimally at the site of the calcific plaque. The balloon was deflated and attempted to be removed but it became stuck with the stent and was unable to be retrieved. Considerable force was applied which resulted in the stent catheter fractured at the mid shaft and damaged the stent. The proximal stent catheter was removed but the distal shaft and balloon remained in the vessel. Attempted to remove the device with the use of a goose-neck snare but was unsuccessful. The physician successfully removed the distal shaft and balloon by using multiple wires and a trapping balloon and removing the guide catheter. Another guide catheter was used to engage the vessel, and the rca was re-wired through the stent. The synergy was damaged from the forceful removal of the balloon, the stent was ballooned, and another stent was implanted to complete the procedure. There was no patient complications reported, the patient was fine and recovered.

Manufacturer narrative:
Device evaluated by MFR.: a 4.00 x 38mm synergy xd stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified hypotube kinks. Examination of the polymer extrusion identified a break at 28cm from the distal tip. The stent was not returned for product analysis. A microscopic examination of balloon material was performed, and the distal section of the balloon is slightly inverted. The bumper tip was deformed. Examination of the outer and inner lumen and mid-shaft section identified stretching in the polymer extrusion. In addition, the inner lumen was bunched and stretched at 8.5cm from the distal tip. As the stent was not returned for product analysis a review of the manufacturing stent profile data was performed and the max stent od of the entire batch at the time of manufacture was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.